Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report post mitraclip procedure, cerebral infarction occurred. It was reported that the mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with grade 4. Two clips implanted, reducing mr to grade <1. The patient was discharged on (B)(6) 2019. On (B)(6) 2020, the patient visited the neurosurgery due to right facial paralysis symptoms. During the visit, the symptoms improved. The patient was admitted to the hospital and computerized tomography (CT) and MRI was performed on the same day. Cerebral infarction of the left carotid artery was diagnosed. However, a procedure was not performed because the region of cerebral infarction had already re-canalized. The patient was discharged without after effect of disease. On (B)(6) 2020, transesophageal echocardiography (tee) confirmed there was no device deficiency of the implanted clip. It is unknown whether the implanted clip is related with the cerebral infarction. There was no thrombosis noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the cerebrovascular accident; however, the cerebrovascular accident is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.